Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the mega needle driver instrument was found to have a broken cable. The procedure was completed with a backup instrument of the same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that a cable was found protruding from the distal end of the instrument while suturing. There were no issues with the opening/closing of the grips, left/right motion of the grips, or up/down motion of the wrist. The instrument did not collide with any other instrument or tool during the procedure. There was no report of fragment(s) falling inside the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the device be returned for failure analysis evaluation. However, as of the date of this report, the instrument has not yet been received. A follow-up MDR will be submitted following the return and analysis of the mega needle driver instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the distal end. Additional observation related to customer reported complaint found a dislodged grip cable. Further inspection included signs of corrosion were found on the instrument bearings. Bearing found at the proximal end of the main tube exhibited orange discoloration. This issue is unrelated.

Event description:
Refer to h10/h11 for follow-up information.